Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: j0309546v, implanted: (B)(6) 2003, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that patient's wire had become disconnected from their stimulator and that their stimulator had moved down near their hip about a month ago. Patient had no falls or trauma. No symptoms or further complications were reported.